Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The occluded target lesion was located in the severely calcified anterior tibial artery. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.